Event description:
Reporter indicated a vns pt presented with high lead impedance on both normal and system diagnostic tests. Last known good diagnostics were in 2007. The pt "worked in a grocery store and carried heavy boxes on his left shoulder quite a bit. He said the boxes were 20 lbs at the least." The pt is not experiencing any clinical symptoms. X-rays reviewed by the MFR did not reveal any discontinuities or abnormalities. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.